Event description:
During a transforaminal lumbar interbody fusion (tlif) procedure, the threaded distal end of the calix inserter was broken leaving the trial portion in the patient. There was no injury to the patient due to the incident.

Manufacturer narrative:
This follow-up 001 report has a corresponding initial 30-day report that was submitted on 08/28/2015 with the report #3005031160-2015-00010.

Event description:
The surgeon was able to remove the trial and complete the procedure with no significant surgical delay and no patient injury.